Event description:
Non-linear dilution results for estradiol were obtained on three patient samples on an immulite 2000 instrument. The three samples were run neat and at a 1:3 dilution. The patient results were not reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant dilution results.

Manufacturer narrative:
A siemens global product support (gps) specialist requested additional information, instrument files and data logs from the customer site. No additional information has been provided by the customer. The cause of the non-linear dilutions for estradiol on three patient samples on an immulite 2000 instrument is unknown. Siemens is investigating this issue.

Manufacturer narrative:
Additional information (07/29/2013): a siemens global product support specialist (gps) evaluated the instrument data . After evaluating the instrument data the gps specialist did not find any instrument malfunction. A siemens field service engineer (fse) contacted the customer site and instructed the customer to change the sample diluent on the instrument. Since changing the sample diluent the customer has confirmed with gps that there have been no discordant samples on the system. The system is performing according to specifications. No further evaluation of this device is required.